Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, brown particles in the shell, total delamination on the plug strap disk shell and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one sharp opening on the posterior, non-penetrating nick and total delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior due to an unidentified (tear) opening. Non-penetrating nick. Total delamination on the plug strap disk shell (adhesive failure). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation and late seroma. The event of late seroma. Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation and "small amount of seroma fluid within the pocket". Device was explanted.